Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced a loss of connection between the transmitter and the smart device. No additional patient or event information is available. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016 the reported event of loss of connection was confirmed. A root cause cannot be determined. The complaint device was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The returned device was paired with the nordic bluetooth device and passed the pairing test. The global transmitter final functional test was performed and passed with no deficiency. Data logs were reviewed and showed loss of connections on the incident date. The customer complaint of a loss of connection was confirmed. The root cause could not be determined post investigation.